Event description:
It was reported that the health care facility (hcf) received an alert from this implantable cardioverter defibrillator (ICD) system regarding shock impedance high out of range. Upon review of the device data, it was noted that there is a cyclic impedance trend for the right ventricular (rv) lead. It was mentioned that this is an unusual behavior and it was asked to investigate if anything has changed with the patient condition that could explain this. Additional advice and troubleshooting recommendations were provided by technical services (ts). The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care facility (hcf) received an alert from this implantable cardioverter defibrillator (ICD) system regarding shock impedance high out of range. Upon review of the device data, it was noted that there is a cyclic impedance trend for the right ventricular (rv) lead. It was mentioned that this is an unusual behavior and it was asked to investigate if anything has changed with the patient condition that could explain this. Additional advice and troubleshooting recommendations were provided by technical services (ts). The ICD system remains in service. No adverse patient effects were reported. Additional information was requested to the health care facility regarding the resolution of this event, however, no response was received.